Manufacturer narrative:
This product was explanted and was not returned; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced due to nonspecific product performance anomalies. This product has not been returned for analysis. No additional adverse patient effects were reported.